Event description:
--

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the tip region of the lead. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow up in clinic, this left ventricular (lv) lead exhibited high threshold measurements. X-ray imaging revealed that the lead had dislodged. It was reported that the patient had fallen three months prior. The physician felt that the lead had dislodged due to the fall. A revision procedure was performed. The lead was explanted and a new lv lead was successfully implanted without incident. No additional adverse patient effects were reported.